Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Patient reported left side implant rupture. Healthcare professional confirms left implant rupture diagnosed by ultrasound and MRI. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b3, b5, b6, d4, d6b, g2, h6.

Event description:
Patient reporting right implant rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.